Event description:
During a ptca procedure, the tip of the graphix guidewire broke off within the balloon. It is further reported that the physician successfully pulled everything out and the procedure was successfully completed with another of the same device. The lesion being treated was unk. No pt injuries or complications were reported. Pt status is reported as'ok'.